Event description:
The device has been received into product analysis. No other relevant information has been received to date.

Event description:
Product analysis of the suspect device completed and the reported computer software error was not verified in the pa lab. No other relevant information has been received to date.

Event description:
It was reported that patient's vns was disabled prior to MRI scan. After the scan it was found that the device was not programmed off. Session report indicates the device was disabled successfully. The same tablet was later used to interrogate a dummie generator and ifi warning message was seen. System diagnostic test was run indicating the device was not at ifi. The programmer is scheduled to be returned to the manufacturer. The suspect device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.